Event description:
It was reported that during routine follow up, this implantable pacemaker system exhibited high capture threshold. Subsequently, the physician decided to revise the device system, so the patient was hospitalized and the device was explanted along with the right ventricular (rv) lead. During the explant procedure, it was observed that there was blood in the device header, specifically in the lead connector port. Therefore, both the device and the rv lead were explanted. No additional adverse patient effects. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during routine follow up, this implantable pacemaker system exhibited high capture threshold. Subsequently, the physician decided to revise the device system, so the patient was hospitalized and the device was explanted along with the right ventricular (rv) lead. During the explant procedure, it was observed that there was blood in the device header, specifically in the lead connector port. Therefore, both the device and the rv lead were explanted. No additional adverse patient effects. The lead was returned for analysis.